Manufacturer narrative:
Device was returned to manufacturer for evaluation. A visual macroscopic examination was performed by a product engineer that revealed that the eyebolt sheared at the minor diameter of threads at application of torque. Unable to determine the cause of the event.

Event description:
It was reported that the center lock nut broke off during tightening in surgery. The surgeon determined that the implant was stable and decided to leave it implanted. No patient complications reported.